Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Contact wanted to pull insulin out o the old cartridge to fill the new one, tandem technical support (cts) advised against doing this. Cts advised contact to get more insulin and load a new cartridge. Contact did not provide blood glucose level.